Manufacturer narrative:
Investigation results revealed that the flipped images occurred under a defined workflow. The workflow must be a reconstruction including prone position scans and either image orientation or slab scroll. This was not a standard workflow at time of development nor is it widely used today. As a result, there were no specific requirements around this workflow and therefore, verification test case development was not comprehensive. (B)(4).

Event description:
The customer reports that CT images are intermittently anatomically reversed left to right. There was no reported patient injury associated with this event.